Event description:
The patient reported, his blood glucose measured 10 mmol/l (180 mg/dl) the morning of (B)(6) 2010 when he woke up. He changed the infusion set and bolused. His blood glucose elevated to 21 mmol/l (378 mg/dl) later in the morning and he bolused 8-10 units of insulin through the infusion device and 8-10 units of insulin via pen. In the evening, his blood glucose measured 27 mmol/l (486 mg/dl) and he injected insulin via pen and his blood glucose lowered to 17 mmol/l (306 mg/dl). He changed the infusion site, tubing, insulin cartridge, and adapter. A few hours later, his blood glucose measured 18 mmol/l (324 mg/dl) and before bed measured 24 mmol/l (432 mg/dl). He bolused 8-10 units of insulin through the infusion device and 8-10 units of insulin via pen. On (B)(6) 2010, his blood glucose measured 22 mmol/l (396 mg/dl) and he bolused 10 units of insulin via pen. He again changed the infusion site, tubing, insulin cartridge and adapter. When he primed the infusion tubing, no insulin dripped from the end. He switched to his backup infusion device and his blood glucose lowered to 5.8 mmol/l (104 mg/dl). No alerts or error messages were displayed on the infusion device. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.